Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on behalf of the patient (B)(6) 2015, to report that on (B)(6) 2015, when attempting to insert the sensor wire the cannula came out of the sensor applicator with the sensor needle. No additional event or patient information is available.